Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the buttons on the insulin pump were not working, leading to a low blood glucose and the customer breaking her ankles. The blood glucose reading was 17 mg/dl when the paramedics came and was 20 mg/dl at the time of admission to the hospital. The customer stated that leading up to this event, she had been active and making dinner when she fell to the floor and had a seizure. The customer was treated with liquid glucose at the hospital and had four surgeries for the ankles. The customer reported that she was taking medication for an irregular heartbeat. The customer reported that the drive support disk was normal and recessed, that the reservoir showed the same amount of insulin as the status screen. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instruction.